Event description:
Customer ran a normal control test on his meter and received a result of "lo". Normal control range is 108-146mg/dl. Replacement strips and meter were sent to the customer. Customer test strips were returned for qa evaluation.

Manufacturer narrative:
Qa evaluation found returned product to read low, out of spec by 70mg. Performance was satisfactory using qa reagent.